Event description:
Three week old female with medical history of truncus arteriosus type I underwent right ventricular outflow tract procedure using a 9mm pulmonary homograft on 12/11/1995. On 08/25/1997, pt had valve explanted due to outgrowth. Operative report notes homograft was still pliable and non-calcified. "Just too small." The valve was replaced with an 18mm homograft.